Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, a noise was observed at a regular pace after the leads were connected to the device. It was noted, there was a suspected loose pin, so the connection was made again after "pulling the pin enough" and the pin insertion was confirmed by fluoroscopy. After reconnection, however, the noise persisted at the same regular pace and was seen on the hospital electrocardiogram (ECG). There was suspected right ventricular (rv) lead oversensing and the device was replaced. After the new device was connected and the polarity was reprogrammed, the noise was still heard at the same regular pace. It was stated by the physician that "the possibility of an anomaly in clinical use was low" and it was determined to continue using the reported device. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.